Manufacturer narrative:
This report is submitted on january 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an (B)(6) infection at implant site, resulting in extrusion of the receiver-stimulator. The patient was treated with antibiotics, however the issue could not be resolved; subsequently on (B)(6) 2017 the patient underwent revision surgery to reposition the implant.